Manufacturer narrative:
Complaint opened on this serial number in error. Complaint device is serial number#: (B)(6). This complaint will be closed. And a new complaint will be opened on the correct asset.

Event description:
This ra lead has registered lead check error and polarity has changed from bipolar to unipolar two times. No noise is visible on iegms in bipolar, however in unipolar there is what appears to be myopotentials visible on iegm. Patient complains of pocket stimulation in unipolar mode. Full lead evaluation is recommended.